Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient went into bradycardia and heart block with half atrial expansion. A temporary venous pacemaker was placed. The patient's rhythm recovered shortly after valve release. The patient has been stable since they are just monitoring. Patient did receive a leadless permanent pacemaker post operative day five (pod 5). As per medical opinion, the perceived root cause is the valve interacts with conduction system as the septal anchors were pressing into septum. The patient did not have any conduction disturbance before the procedure. There were no maneuvers that triggered the rhythm change. The final deployment position was at annular level.

Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.